Event description:
It was reported that the pump from pico kit stopped working after 2 days, not complying with the 7 day. No information regarding when was this issue found and how was it resolved.

Manufacturer narrative:
Our investigation into this complaint has now concluded. DHR not possible as lot number provided is associated with the vendor lot number for the whole batch. The returned pump was evaluated to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. The reported complaint was confirmed as the device failed performance tests due to having a defective pump. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.